Event description:
Caller reported an issue with incorrect time settings on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring for future discrepancies, with a follow-up suggested if the issue recurs. Caller understood and acknowledged the guidance.